Event description:
It was reported that during a low anterior resection procedure, the clip could not be fed into the jaw properly and the clip was almost ejected. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Empty, malformed clip, orange indicator over traveled. The analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out and the orange indicator was beyond its intended position. A possible cause of this failure is attributed to molding of the orange indicator or it was misassembled during the manufacturing process. No testing could be performed to evaluate the event reported due the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.